Event description:
It was reported that the patient had called with the pump stopped, reporting that it had been alarming "no disposable" prior to the call and that she had silenced the alarm. There was a patient involvement, and no patient harm adverse event reported. (B)(6) 11-mar-2025.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.